Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement. A philips field service engineer (fse) went onsite to evaluate the device in question and confirmed the reported issue. Based on the information available and the testing conducted, a faulty loudspeaker was the cause for the reported problem. The fse replaced the loudspeaker assembly to resolve the issue. After the replacement of the loudspeaker assembly, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement.